Event description:
During the procedure, the tissue sealer broke while the surgeon was using it. The device was removed from the field, and another device utilized. It is unknown if the new device was from the same manufacturer and/or lot. There was no injury to the patient.